Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a right internal iliac artery aneurysm using the gore® excluder® aaa endoprosthesis and the gore® dryseal flex introducer sheath (dsf). During the deployment of the contralateral leg endoprosthesis alone, the proximal end of the device moved distally beyond the origin of the right common iliac artery. To reinforce sealing on proximal side, additional stent grafts were placed at the proximal side. Prior to wound closure, the pulse in the right femoral artery was not palpable. Angiography revealed access vessel dissection at the right access site caused by the dsf. Vascular reconstruction was performed using endarterectomy and a bovine pericardial patch. Additionally, intraoperative findings included dissection of the left common iliac artery and the left access vessel, which was attributed to non-gore devices. These were treated with additional stent graft placement and surgical repair. The physician suggested that the patient may have had abnormal vascular characteristics.